Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique adverse event report is being submitted due to symptoms related to diabetes ¿ headache and abdominal pain. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - several attempts were made and unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for battery issue, stating that the truemetrix meter would sometimes not power on. During the call, the truemetrix meter did power on using the power button and when a test strip was inserted. The "low battery symbol" did not display. The customer was willing to perform a test during the call and stated that the truemetrix meter displayed "err". At the time of the call, the customer reported having a headache and stomachache, and believed her blood glucose may have been low. Medical attention was not needed at the time.

Manufacturer narrative:
Sections with additional information as of 4-jan-2021: h6: updated FDA's method, result, and conclusion codes h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Sections with additional information as of 12-apr-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-129: user misread display or another e-error message.